Event description:
In 2007, a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. Prior to placement of the tag device, a hybrid procedure was performed on the left subclavian artery and the left common carotid artery. A final angiogram did not show any signs of endoleaks. At the one month follow up visit a study demonstrated a proximal type I endoleak. In 2006, an additional tag device was used to successfully repair the proximal type I endoleak. A type ii endoleak flowing from a lumbar artery was identified. The type ii endoleak was left untreated and will be monitored. The patient is reported to be fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.